Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Alarm - error codes / messages- 10/15/2019 14:39:18 rfc_repairs (rfc_repairs) po for (B)(6).

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Alarm - error codes / messages (B)(4).